Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection verified the reported condition. The direct cause of the reported condition of ¿missing sponge¿ was undetermined as it was noted that during the manufacturing process the foam was welded to connection shields as weld marks and small pieces of foam were visible on the sample units. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was missing from a clamshell. There was no patient injury or medical intervention associated with this event. No additional information is available.